Event description:
The insulation on defibrillator model 1823 leads have eroded and is causing the device to short circuit and deliver shocks to my heart. This has occurred three times since november 2005 and the latest was may 15, 2006. I am scheduled for surgery to remove the device and leads.